Event description:
In this event it was reported that a vdw gold reciproc gave incorrect measurements; no patient injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
Siroforce ticket no. (B)(4): measuring cable ¿ lip clip cable insulation defective. Measuring cable ¿ file clip loose connection. Battery defective: all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Correcting serial number from (B)(6) to (B)(6). This is a follow up report for this corrected information.